Event description:
Pt came in for eye examination stating that her eyes were irritated. She stated that she purchased contacts one year prior and had purchased 4 boxes per eye. Co contacts had verified the prescription on november 4, 2007. They were told that her prescription was expiring on november 26, 2007, and they could fill only one box per eye because the pt needed an eye examination. This is direct violation of the fairness to contact lens law. I have the sheet that was faxed and our response in the pt's file. Frequency: 1-2 week. Route: ophthalmic. Dates of use: 2001 - 2008. Diagnosis or reason for use: myopia.